Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the tlc10 instrument staples formed into a b-shape on one side. On the other side the staples malformed into a chanel shape and a leak was found. Another instrument was used to complete the case. There was no consequence to the pt.